Event description:
It was reported that female pt went to raise back deck/head section of her bed; head started to go up and then boom it went down. (Motor kit for bed failed, sent out new motor kit, next day air). Sales rep has made arrangements with facility to visit and evaluate and also install new motor kit. To have motor returned to mfg for in-house eval.